Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician was aspirating the sheath, he pulled back the sheath, and bubbles were observed in the sheath. When the sheath was replaced, the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 4-feb-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician was aspirating the sheath, he pulled back the sheath, and bubbles were observed in the sheath. When the sheath was replaced, the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the side port tube of the device was detached from the hub section and a broken condition was observed. A microscopic inspection revealed that the side port was correctly attached. Device history record review was performed for the finished device number lot 60000549 and no internal action related to the complaint was found during the review. Since the side port tube was found broken, this failure could be related to the air issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the broken condition could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).